Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) device exhibited a gray bar on interrogation, indicating low telemetry battery voltage and a cold battery. The device was rechecked after letting it sit for one week at room temperature and the gray bar persisted. The device was not use. There was no patient involvement.